Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented with abdominal pain approx 1 month ago, and the CT showed that the graft and migrated into the aneurysm sac and folded over itself. A type I endoleak was also noted. The cause of the migration was not reported. The physician elected to surgically-convert the pt and explant the stent graft. No additional clinical sequelae were reported, and the pt is fine. The explanted stent graft has not been returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4). Graft migration, endoleak; cause of migration not reported.